Manufacturer narrative:
Concomitant medical products: product ID: 3708160, lot# / serial# (B)(4), product type: extension. Product ID: 3708160 lot# / serial# (B)(4) , product type :extension. Other relevant device(s) are: product ID: 3708160, serial/lot #: (B)(4), ubd: 16-jul-2024, UDI#: (B)(4). Product ID: 3708160, serial/lot #: (B)(4) , ubd: 16-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) reporting the extension w as connected for impedance verification and stimulation positioning, but the value was not measured. And the lead and extension lines were repeated several times, but everything was malfunctional when the extension was connected within lead. A second external neurostimulator (ens) and second extension kit was opened and used. After the third extension, both impedance and connectivity were normal and was used for the test period. There were no contributing factors. The patient was alive with no injury.